Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to deliver high voltage (hv) therapy while experiencing tachycardia. Programming changes were made. The patient was stable.